Event description:
It was reported that a patient experienced bacterial peritonitis coincident with automated peritoneal dialysis (apd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis event. Treatment was unknown. During hospitalization, pd therapy was discontinued and the patient was switched to hemodialysis. At the time of this report, the patient was discharged from the hospital and had recovered from the event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). On an unreported date in (B)(6) 2015, the patient experienced peritonitis. The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.